Event description:
The unit turns on and the display starts to dim, then the unit turns off. No pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation of the returned product shows no lcd display when powered on. No alarm tone, static noise then no power. Corrosion found in the battery compartment. The fail-safe feature works. (B) (4).